Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report on the fan was not confirmed. However, the air pump was found faulty and creating an abnormal noise that could have sounded like the fan. The air pump will require replacing. The unit passed all other functional tests. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that after receiving her olympus video system back from the repair center (separate event captured (B)(4), it was discovered that the fan was making an unusual noise during start up. This event was discovered during receipt inspection and had no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the likely cause of the faulty pump could be from long-term use. However, the legal manufacturer has determined there is no potential for the malfunction of the faulty pump unit to cause or contribute to an adverse event olympus will continue to monitor field performance for this device.